Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving gablofen [2 000 mcg/ml] at a rate of 285.2 mcg/day via intrathecal drug delivery pump. It was reported that the patient was admitted to the ed on (B)(6) 2017 evening exhibiting itching, spasticity, and irritability. They were admitted onto the medical surgery floor for observation baclofen withdrawal. The patient recently lost 100 lbs from gastric bypass and the pump has since moved freely inside panniculus (excessive loose skin). Gastroenterology informed the patient they didn't want her to have the pump re-sutured into place until she lost more weight. The patient fell slipping getting out of the shower and landed right on her pump on (B)(6) 2017 and it felt like her pump moved. The (B)(6) study and (B)(6) study done (B)(6) 2017 and per radiology the catheter was patent and intact and (B)(6) study turned expected 60 degrees. Expected and residual volumes are within expected parameters. The neurosurgery will make a decision based on diagnostic tests how to proceed. The issue was not resolved. Medical history includes: cerebral palsy, gastric bypass surgery normal concomitant medications include: enema, zofran, baclofen oral prn, vitamin a, mom for constipation, prilosec, tylenol prn, deprovera, multivitamin. On 2017-08-25 information was received from a healthcare provider (hcp) via manufacturer representative. The infusion rate of the pump was increased by 10% to 314.7 mcg/day. The root cause for the symptoms experienced was never determined. The clinicians felt this was an attempt for the patient to get attention, as she has a history of going to the emergency room (ER) complaining of other medical issues they felt the patient made up. The patient was going to be discharged from the hospital on (B)(6) 2017. The following information was verified with the physician assistant who saw the patient on behalf of the physician, as well as the clinic spasticity coordinator.